Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device should additional information become available, a follow-up will be submitted.

Event description:
This report was received from baxter (B)(4) and is a spontaneous report by a nurse from (B)(6) of contact infection occurred when the patient connected the device and peritonitis in a patient (age not reported) coincident with receiving dianeal-n pd4 2.5 and extraneal viaflex therapies. In (B)(6) 2010, the patient began treatment with dianeal-n pd4 2.5 (2000ml, 3 times per day, lot number not reported) and extraneal viaflex therapies (1500ml, 3 times per day, lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). At the time of this report, dianeal-n pd4 2.5 and extraneal viaflex therapies were ongoing, dose not changed. On an unreported date, the patient connected to the device (not specified) and a contact infection resulted. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized that same day. The nurse stated the cause of the peritonitis was the contact infection when the patient connected the device (details unspecified). It was not reported whether a peritoneal effluent analysis and culture were performed. On an unreported date, the patient was treated with antibiotic therapy (drug, dose and frequency not reported). It was not reported if the patient was retrained in aseptic technique; therefore, the outcome for the event of contact infection occurred when the patient connected the device was unknown. At the time of this report the patient remained hospitalized. At the time of this report it was reported that the peritonitis had not resolved yet. Concomitant therapy was not reported. The nurse reported that the cause of the peritonitis was not related to the pd therapy.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and serious injury (peritonitis). The complaint is confirmed because the nurse reported that the cause of the peritonitis was the contact infection when the patient connected the device, which is a use error/poor aseptic technique which can cause contamination. No assignable cause was determined. No device product failure was indicated, no sample was available for evaluation, and the devices used by the patient are unknown. No batch review was performed as the lot number in use is unknown. A labeling review was performed on the homechoice apd systems patient at-home guide. The guide states "use aseptic technique to reduce the chance of infection: when you connect yourself to the cycler, when you disconnect yourself from the cycler, any time you handle fluid lines and solution bags. Contaminating any part of the fluid path may result in peritonitis, serious patient injury, or death. Peritonitis is an inflammation of the peritoneal membrane, usually caused by infection. Follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. Always wash and dry (or disinfect) your hands thoroughly. The product contains the direction insert which includes: warnings as follows: "use aseptic technique. Contamination of any portion of the fluid path may result in peritonitis. Do not use if tip protectors are not in place." The instructions state the automated pd set is intended for single use only. The instructions include directions for preparing the disposable set, starting therapy, adding medication during therapy, and ending therapy. The patients are instructed to: "use aseptic technique. Put on mask. Clean and/or disinfect hands as per local clinical practice guidelines and training." The directions include step by step instructions to ensure unused clamps are closed, the luer connections are secure, and the patient line is properly primed before starting therapy. Current labeling provides ample instructions related to prevention of the suspected use errors in aseptic techniques. Baxter will continue to monitor similar reports to determine if further actions are required.